Event description:
(B)(4). Initial information was received from a consumer on (B)(6) 2009: a (B)(6) female consumer was injected with poly-l-lactic acid (sculptra, lot # and expiration date not provided) on her hands for fullness five to six months ago. She reported that she had nodules that are deformed. They are hard, very big, and her hands are bumpy. She was seeing a plastic surgeon to have them removed. She has had six nodules removed and another six are needed however they keep appearing. The surgeon is cutting open the nodules and removing them. He removed the first one okay however the others are not good. He was unable to remove them completely. The dermatologist had initially given steroids. No further relevant information was reported. Additional information was received from a nurse on (B)(6) 2009 and (B)(6) 2009: patient had developed granulomas after treatment with poly-l-lactic acid. The use of poly-l-lactic acid was reconstituted with 8 cubic centimeters (cc) of sterile water and 2 cc of lidocaine. A total of 8 cc (4 cc each) of poly-l-lactic acid was injected into each of the patient's hand for a previously reported indication for fullness, however, the patient never experienced hand fullness. In addition, it was unknown if a biopsy had been performed for the nodules that had developed in her hands. The physician treated her with triamcinolone acetonide (kenalog) but the patient never returned. She is currently seeing another doctor who is performing surgery on her for the nodules. There was no medical history or concomitant medications documented in the patient's chart. No further relevant information reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from product technical complaint report case ID (B)(6) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.